Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. However, during the first inflation within the specified pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. Returned product consisted of a coyote es balloon catheter. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that the balloon has a pinhole at the distal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. However, during the first inflation within the specified pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.